Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: 6944-65 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they thought their leads may have moved while reaching for something. The following physician indicated the patient had not been seen since the time of the report but had cancelled a post-report follow-up appointment. The leads remain in use. No patient complications have been reported as a result of this event.